Event description:
It was reported that stent damage occurred. The 89% stenosed, 26-28mm in length, 3.5-4.0mm in vessel diameter target lesion was located in a severely tortuous and moderately calcified right coronary artery. A 3.50 x 28 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure the stent strut was found lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 89% stenosed, 26-28mm in length, 3.5-4.0mm in vessel diameter target lesion was located in a severely tortuous and moderately calcified right coronary artery. A 3.50 x 28 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure the stent strut was found lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system, was returned for analysis without a manifold present. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a synergy ous mr 3.50 x 28mm device including hypotube, shaft polymer extrusion region, distal shaft, balloon and stent (including stent strut confirmation) and tip were consistent in appearance with a synergy ous device. The crimped stent diameter of the returned device was consistent with a synergy ous mr 3.50 x 28mm stent. Examination of the stent identified stent damage. Stent damage noted in distal portion of the stent with stent struts found to be pulled from their position and stretched in a distal direction. The stent outer diameter measured within maximum crimped stent profile measurement. Due to the stent being damaged an accurate stent length could not be obtained. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found tip damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.